Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a piece of hair was noted on the stent. While unpacking the taxus express2 8.8% 3.00 x 16 mm prior to the [procedure, hair was found on the stent. The procedure was completed using a different device. No pt injuries or complications were reported.